Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level. The blood glucose level was 30 mmol/l. Current blood glucose level of customer was 6 mmol/l. Customer was using the insulin pump system within 48 hours of reported incident. Auto mode feature was not active at the time of incident. Customer had not experienced any symptom. Customer was treated with insulin manual injections. Troubleshooting was performed. Insulin pump passed self test and displacement verification test. The insulin pump will not be returned for analysis.